Manufacturer narrative:
Initial.

Event description:
It was reported that while using the ilet system, the user experienced nocturnal hyperglycemia with blood glucose levels rising above 200 mg/dl on two consecutive nights; review of reports and counseling indicated bedtime snacking with carbohydrate intake that the user believed was insufficient to cause elevation, and education on carbohydrate moderation and pre-bed monitoring was provided. Symptoms included elevated blood glucose readings without additional adverse effects. Outcomes included user self-management with continued monitoring and no alarms or medical interventions. Investigation included review of available device data and user-reported behavior, along with troubleshooting and education on dietary contributors. Investigation of this case revealed no device malfunction and identified likely behavioral and dietary factors contributing to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user diet and timing as contributory. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.